Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date, the patient obtained the blood glucose reading of ¿greater than 600 mg/dl¿ on the reported meter, which she claimed was inaccurately high compared to her expected results. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient reported that she went to the emergency room, where she received treatment. The patient was unable to specify the type of treatment received. Troubleshooting revealed the patient¿s test strips were in good condition and within opened expiration dating. The patient allegedly received emergency medical attention and treatment after obtaining an elevated blood glucose reading on the reported meter, therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event: not provided.